Event description:
It was reported the device was being inspected prior to use and a crack was found in the tube which allowed for leakage. No patient involvement.

Manufacturer narrative:
Other text: investigation completed on a smiths medical fluid warming/level 1 hotline disposable. Three photos were submitted. Pictures revealed mark and crack in the tube surface which caused leakage. Therefore, failure mode reported could be confirmed. Results for visual inspection in sample provided: after visual inspection was performed to sample unit, see pictures above, no marks/cracks or tears can be observed in luer connector, however it can be observed a crack in tube surface (in image 4 can be observed in red circle) this mark/crack could cause leakage in functional test. Since root cause wasn?t determined, based on the analysis above the failure mode reported is not attributable at the manufacturing process, all mitigations are in place, were verified and it was confirmed execution accordingly.

Event description:
Summary of investigation in h 10.